Event description:
It was reported via repair work order that the main and auxiliary power cords sheathing were damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the main and auxiliary power cords sheathing were damaged with exposed wires.